Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing (twos) was observed from the right ventricular (rv) lead and it was noted the twos was occurring after paced beats. Reprogramming was attempted to resolve the twos, however, the twos persisted. The physician reprogrammed the ventricular tachycardia (vt) zone and the rv lead remains in use. No patient complications have been reported as a result of this event.